Manufacturer narrative:
Small screw sheared off from inside mics handle in between cutting attachments during tka. Angled attachment would not slide in, then small sheared screw fell out onto floor. Case type: tka. Surgical delay: = 15 minutes. Update: "no debris left behind after case after straight saw cutting attachment was removed, could not get the angled attachment. Eventually he was able to get it in and completed case. Piece of debris was found on floor before end of case saw attachment clicked and locked in." Product inspection: as per service maxwo-01993212 & case number (B)(4). RMA# (B)(4). Sn# (B)(6). Factory service technician: (B)(4). 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Other (rtv) failed collar test. The alleged failure was confirmed. Device history review: device history records indicate 25 devices were manufactured under lot k09gt and 24 devices were accepted into final stock on 5/8/17. A review of qt17-05-0034 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030417 shows 4 additional complaints related to the failure in this investigation. Conclusion: the failure mode was confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Small screw sheared off from inside mics handle in between cutting attachments during tka. Angled attachment would not slide in, then small sheared screw fell out onto floor. Case type: tka. Surgical delay: = 15 minutes. Update: "no debris left behind after case after straight saw cutting attachment was removed, could not get the angled attachment. Eventually he was able to get it in and completed case. Piece of debris was found on floor before end of case saw attachment clicked and locked in."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Small screw sheared off from inside mics handle in between cutting attachments during tka. Angled attachment would not slide in, then small sheared screw fell out onto floor case type: tka. Surgical delay: =15 minutes.